Manufacturer narrative:
(B)(6).

Event description:
The customer consistently received questionable high troponin t hs, creatine kinase (ck), and elecsys ck-mb immunoassay results for one patient from the cobas 8000 cobas e 602 module serial number (B)(4). This medwatch is for ck-mb. Refer to the medwatchs with patient identifiers (B)(6) and (B)(6) for the other assays. The doctor believed the result were an "implausible constellation of cardiac markers in case of a showing no cardiac symptoms". There was no evidence of an acute myocardial infarct. There was no allegation of an adverse event. The customer suspected a non-cardiac isoform of troponin t was present.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.